Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable defibrillation lead underwent a routine change out procedure. When this chronic lead was tested with the new device high out of range shock impedance measurements were observed. The lead was confirmed to be fully inserted into the device header and the connection was secure. The lead was surgically abandoned. A different lead was successfully implanted with the new device. No adverse patient effects were reported.